Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor's readings were inaccurate. Customer reported sensor glucose reading s and blood glucose readings that were far off from one another. Customer also reported excessive alarms being returned. Customer also reported having high blood glucose levels. Blood glucose level at the time of the call was not provided. No further information was provided.